Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s controller appearing off, communication issues with the system monitor, and unresponsive user interface buttons was unable to be confirmed. The heartmate 3 system controller (serial number unknown) was exchanged and was not returned for analysis. Reported information stated that numbers cannot be pulled up on the controller display, and the emergency backup battery (ebb) had to be removed to power off the controller. Of note, this issue has occurred on three of the patient¿s controllers. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D, and the heartmate 3 patient handbook, rev. A, are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, section 7 entitled ¿alarms and troubleshooting¿, and the heartmate 3 patient handbook, section 5 entitled ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms. The heartmate 3 IFU, section 8 entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook, section 6 entitled ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the system controller being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had exchanged their system controller 3 times. This event captures the first controller exchange. The controller appeared to be off and numbers could not be pulled up on the controller display. However, the numbers were present when connected to the system monitor. Upon listening with stethoscope, the pump was still on and running. The controller continued to lose connection to monitor. The old controller would not register pressing silence or holding down the battery button to turn off. The backup battery had to be removed to silence alarms. Historically related MFR: 2916596-2025-05372 and 2916596-2025-05290.